Event description:
The facility reported that the pre-bypass filter was installed in the wrong direction.

Manufacturer narrative:
The device was not returned for evaluation, however pictures of a similarly installed component were provided. After reviewing the pictures provided as well the manufacturing specifications, it was determined that the filter was installed correctly with the flow in the direction of the reservoir bag as required. Based on the description of events, it is believed that the filter was not primed as required by the instructions for use. After discussing the issue with the facility, it was determined that they experienced a reduced flow during priming, causing he staff to assume the filters were assembled incorrectly. The facility was able to use the device without incident. (B)(4).